Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed that the distal conductor was fractured. It was also noted that the defibrillation conductor was distorted, the inner tubing was kinked/buckled, there was an exposed defibrillation coil with white substance, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism and sleeve head.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed that the distal conductor was fractured. It was also noted that the defibrillation conductor was distorted, the inner tubing was kinked/buckled, there was an exposed defibrillation coil with white substance, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism and sleeve head.

Event description:
It was reported that the patient alert was triggered due to oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.